Event description:
It was reported that the patient's communicator displayed a red call doctor (rcd) icon which indicated a potential issue with the patient's cardiac resynchronization therapy defibrillator (crt-d). The crt-d emitted beep tones due to high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the patient has never received a shock, and all other lead measurements were within normal limits. The out of range upper limit alert was reprogrammed to 140 ohms. This crt-d system remains in service. No adverse patient effects were reported.